Event description:
According to the initial notification, "subject: aap- 049 on (B)(6) 2016, subject experienced adenocarcinoma of left lung and was hospitalized. The subject¿s inr was 1.0 at time of hospitalization. The subject had a lobectomy of the left lung. On (B)(6) 2016, subject had a left ventricle cors but no pci was needed and the subject was discharged. No further details of the event was provided." Medical records/source documentation has not been provided for review and will not likely be obtained. Given the retrospective nature, these events are not current. (Study timeline is 2008-2018) no additional information forthcoming.